Event description:
It was reported before using bd preset¿ arterial blood collection syringe he plunger and plunger stopper were deformed. The following information was provided by the initial reporter: when opened the package, it was found that the plunger and plunger stopper were deformed. Cannot be used. Then replaced a new blood collector, after passing the examination, completed the blood sample collection.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged plunger / plunger stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged plunger / plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.